Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy:ectopic') and device dislocation ('essure migration: uterus') in a 38-year-old female patient who had essure (batch no. B40014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included fibroids, seizures, cerebral cyst, pain in arm, lower abdominal pain, blurry vision, ovarian cyst and back pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("bladder/urinary problems : uti"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("anxiety and mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant), 4 years 10 months after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash pruritic ("rash on hand and around thigh") and migraine ("other injuries/symptoms : migraine"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, back pain, rash pruritic, urinary tract infection, migraine, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash pruritic, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insert date-: (B)(6) 2013, (B)(6) 2013. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal, dyspareunia, heavy bleeding., menorrhagia, rash, urinary tract infection, nausea, migraine headache, ectopic pregnancy, vaginal bleeding, depression. Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, pregnancy: ectopic, device ineffective and she did not undergo essure confirmation test. Pt of the event hypersensitivity was updated into rash pruritic and psychological trauma was update into depression. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy:ectopic') and device expulsion ('essure migration: uterus') in a 38-year-old female patient who had essure (batch no. B40014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included fibroids, seizures, cerebral cyst, pain in arm, lower abdominal pain, blurry vision, ovarian cyst, back pain, multigravida, parity 3 and post-traumatic stress disorder. Previously administered products included for an unreported indication: mirena from (B)(6) 2013 to (B)(6) 2013 and depo-provera shot. Concurrent conditions included seizure, endometriosis, blood loss anemia, depression and anxiety. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("bladder/urinary problems : uti"), vaginal haemorrhage ("abnormal bleeding (vaginal),"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("anxiety and mental anguish"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criterion medically significant), 4 years 10 months after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash on hand and around thigh") and migraine ("other injuries/symptoms : migraine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, back pain, rash, urinary tract infection, migraine, vaginal haemorrhage, heavy menstrual bleeding, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insert date-: (B)(6) 2013, (B)(6) 2013. Received treatment for pain, bleeding, migration and bladder/urinary problem. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal, dyspareunia, heavy bleeding., menorrhagia, rash, urinary tract infection, nausea, migraine headache, ectopic pregnancy, vaginal bleeding, depression. Lot number: b40014 manufacturing date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporter's information added. Product's information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), hypersensitivity ("allergy : other"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems : uti") and migraine ("other injuries/symptoms : migraine"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, abdominal pain, back pain, hypersensitivity, psychological trauma, urinary tract infection and migraine outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, hypersensitivity, migraine, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in insert date-: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: event injury nos replaced with events essure migration, general abnormal bleeding, pelvic pain, abdominal pain , back pain, allergy : other, psych injury, bladder/urinary problems : uti and other injuries/symptoms : migraine. Patient demographic details and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy:ectopic') and device expulsion ('essure migration: uterus') in a 38-year-old female patient who had essure (batch no. B40014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included fibroids, seizures, cerebral cyst, pain in arm, lower abdominal pain, blurry vision, ovarian cyst and back pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013. The patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("bladder/urinary problems : uti"), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia"), depression ("depression") and anxiety ("anxiety and mental anguish"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criterion medically significant), 4 years 10 months after insertion of essure. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash on hand and around thigh") and migraine ("other injuries/symptoms : migraine"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device expulsion, pelvic pain, genital haemorrhage, abdominal pain, back pain, rash, urinary tract infection, migraine, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, migraine, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insert date-: (B)(6) 2013, (B)(6) 2013 . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal, dyspareunia, heavy bleeding., menorrhagia, rash, urinary tract infection, nausea, migraine headache, ectopic pregnancy, vaginal bleeding, depression. Lot number: b40014, manufacturing date: (B)(6) 2013, expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.